Manufacturer narrative:
On 09/29/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 10/15/2015 a medtronic representative, following-up at the site, reported everything check-out on the navigation system. Reported issue could not be replicated. Offered on-site training to mitigate future issues. No further issues have been reported.

Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon could not track any of their instruments, except for their rad-40. A second tracker was used, however, the issue persisted. The surgeon opted to complete the procedure without the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
(B)(6).